Event description:
Approximately fifteen months postoperatively the valve was explanted due to an obstruction observed by the surgeon on echocardiogram. The obstruction was immobilizing one of the valve's leaflets and is believed to be thrombus. The pt had an inr level of 1.1 on admission. It is unknown if the pt's inr level was being managed or if the pt was complaint.